Event description:
It was reported that there was varying impedance and oversensing of the pace/sense conductor. The lead was capped, and left in the patient. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that there was varying impedance and oversensing of the pace/sense conductor. The lead was capped, and left in the patient. A new lead was implanted. No patient complications have been reported as a result of this event. It was further reported that the lead integrity alert triggered due to high impedance. It was also reported that inappropriate therapy was delivered due to sensing of noise.